Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, when the right ventricular defibrillation lead was connected to the newly implanted device the lead was getting high and varying impedance measurements. It was also reported that there were high impedance readings when the right ventricular coil was connected to the device, and when the high voltage coil was attached to the right ventricular port. It was further reported that there may have been a setscrew problem with the device. The device was removed and replaced. No patient complications have been reported as a result of this event.